Event description:
The customer reported that the plug in had a crack. He added that this was noticed during preparation for surgery, so there was no pt involvement and no adverse consequences.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.